Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A tibial nail procedure was being performed on (B)(6) 2015. During the reaming process it was reported the ria shaft and head broke. The guide pin had been inserted proximately to the canal, at a higher angle than ideal. When the reaming process began the reaming rod hit the bend and wouldn't progress past. The tip of the head caught on the shaft and shattered inside the canal. Four fragments were generated, 3 of which were removed. 1 fragment remained in the patient and was not removable. A 15 minute surgical delay was reported. The procedure was completed with a new rod; a competitors reaming set. This report is 2 of 2 for (B)(4).